Event description:
In preparing the balloon outside the pt, the catheter broke on the monorail.

Manufacturer narrative:
The lot history records for this lot was reviewed and there were no issues noted during manufacturing. All testing data recorded was within specification. As the product in question was not returned to clearstream, further examination could not be carried out to determine the root cause of this problem. An analysis of our past complaint and post market surveillance data has not shown this failure to have been an issue previously. We will, however, monitor this issue through our post market surveillance process. See scanned page.